Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device leaked gas profusely when any instrument was inserted during the entire procedure. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
(B)(4). Damaged duckbill. The analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak during insertion and removal of the test probe. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. The batch record was reviewed and no anomalies were noted during the manufacturing process.